Event description:
A (B)(6) female with a medical history of copd, chf, sleep apnea and hypothyroidism was admitted on (B)(6) 2010, due to hypercapneic respiratory failure. The pt was ordered bipap therapy. The pt was level of treatment: dnr-a. On (B)(6) 2010, at approx 0615, the pt was found unresponsive and pulseless in her room. It was identified that the bipap oxygen tubing was disconnected from the bipap mask and the bipap device did not alarm.